Manufacturer narrative:
The insulin pump alarmed failed seftest during the selftest and lost sensor alarm due to faulty remote frequency board. It was unable to verify weak signal alarm due to lost sensor alarm. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed selftest twice and continuously lost sensor. Blood glucose value was 402 mg/dl; treated with the insulin pump. Customer stated the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm. Customer was advised to clear the alarm using esc and act, remove reservoir and perform rewind again. Customer delivered a normal bolus into the air which was recorded in the bolus history. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.